Event description:
It was reported that, when attaching the cassette to the pump, an occlusion alarm went off. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No visual damage was observed. The keypad and labels were all intact. Sensor testing was performed and the device sensors measured within specification. Event history log review found 53 alarms related to the primary complaint occurred. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: no actions were taken as no issues were found with the device during the investigation.